Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg (spring wire guide) separated. Biological material was found on the returned device.

Event description:
The customer reports the swg (spring wire guide) kinked prior to patient use.

Event description:
The customer reports the swg (spring wire guide) kinked prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one lidstock, guide wire, and catheter-over-needle for evaluation. Visual inspection of the guide wire revealed the core wire was separated from the presumed distal weld. The fractured point of the core wire appeared slightly discolored and tapered, which is damage consistent with undue force being applied to the wire. No kinks or other defects were observed on the wire. The total length of the core wire measured 679 mm which is within specifications of 678-688 mm per product specification. The outer diameter of the guide wire measured 0.855 mm which is within specification of 0.838-0.877 mm per product drawing. The returned guide wire was unable to be inserted through a lab inventory catheter or needle due to the damage observed. A manual tug test confirmed the proximal weld was intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The customer report of a separated guide wire was confirmed by complaint investigation of the returned sample. The guide wire was fractured at the distal end of the wire; the separated portion was not returned. The damage was consistent with undue force being applied to the guide wire body. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for separated guide wire complaints. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.